Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a "no disposable, pump won't run" alarm. The reservoir volume was 209.6ml, rate 5.0ml/hr, 20.40ml was given. There was air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.